Event description:
The customer reported the right hand side paddle shock button malfunctioned. There was no report of patient involvement or adverse impact.

Manufacturer narrative:
(B)(4). The customer reported the right hand side paddle shock button malfunctioned. There was no report of patient involvement or adverse impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.